Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that one (1) year, four (4) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe tricuspid regurgitation. Through follow-up with the healthcare provider, it was learned that this (B)(6) IV drug user was deemed a prohibitive high risk candidate and therefore did not qualify for open heart surgery. The valve-in-valve (viv) was deployed and there was no perivalvular leak or tricuspid regurgitation.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Regurgitation of bioprosthetic valves may be caused by many different root causes. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors. In this case, the patient's age, IV drug use, and medical history may have contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.